Manufacturer narrative:
Ac distribution panel. Circuit breakers in off position.

Event description:
The customer reported the ventilator circuit breakers tripped causing the ventilator to alarm and switch to backup battery power. The device was in use on a patient, however, the customer reported there was no patient harm. The respironic service technician was unable to duplicate the customer reported problem of the circuit breakers tripping, however, did find the circuit breakers in the off position. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will switch over to backup battery power if available; if not available the ventilator will shut down and alarm. Review of the diagnostic log showed the device had been running on back up battery power which became depleted during extended use. The service technician replaced the ac distribution panal as a precaution. Extended self testing (est) was completed and the unit passed to operating specifications.